Manufacturer narrative:
It was reported that the cardioplegia monitor unit (cmu)" was defect and that the pump number 2 was intermittently showing a runaway error. The failure occurred during a routine check. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023 and (B)(6) 2023. The cardioplegia monitor unit and tacho strobe foil were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. No exact root cause could be determined for the failure "defect cardioplegia monitor unit (cmu)", because the defect part was not made available for further investigation. According to the getinge field service technician the power supply at the cmu was not working. The failure was assessed by the getinge life cycle engineering on (B)(6) 2023 and the following most probable root causes were determined: - fault in the data line from the system control panel (scp) to the cmu - unclean plug connection of the external power supply - defect rs232-ttl converter (it is used to connect the cmu to the scp) for the failure "runaway" the tacho strobe foil was the cause. No exact root cause was determined because the strobe foil is glued flat to the belt pulley. It is practically impossible to remove them non-destructively. An assessment of the reported event was performed by getinge life cycle engineering on (B)(6) 2023 with the following outcome: the most probable root cause for a damaged strobe foil was determined as a mechanical influences. The review of the non-conformities has been performed on (B)(6) 2023for the period of (B)(6) 2019 to (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2019. Based on the results the reported failure "cardioplegia monitor unit (cmu) defect" and "runaway error" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge field service technician (fst) was sent for investigation and repair on 2023-05-18 and 2023-06-06. The cardioplegia monitor unit and tacho strobe foil were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on 2023-05-16 for the period of 2019-05-12 to 2023-05-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-05-12. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during a routine check the cardioplegia monitor unit did not work and that the hl20 pump displayed the error message: ¿runaway¿. No harm to any person has been reported. Complaint ID: (B)(4).